Event description:
The customer reported that during a procedure, there was a leak on the edge of the centrifuge channel. The spectra optia gave the alarm, 'leak in centrifuge chamber,' and the run was ended due to the leak. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: two used optia sets were received for investigation. Leak testing confirmed the presence of a pinhole leak on the teo channels, located at the perimeter weld near the connector. No obvious manufacturing anomalies were found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the data file confirmed that the system alarmed for 'leak detected' late in the procedure. Root cause: based on the investigation of these incidents and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic collect connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained within the system¿s centrifuge chamber. Correction: the standard has been modified for the spectra optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability,by reducing the incidence of a specific type of disposable set leak. Corrective action: a modified spectra optia filler has been released and is being installed at customer sites performing mnc collections.